Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during watchman and farapulse pulmonary vein isolation procedure, a versacross access solution kit was selected for use. During procedure, it was noted the versacross rf wire was defective with bunching insulation. The device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.